Event description:
It was reported that the pt's one touch ii meter was giving low results while he was experiencing symptoms of high blood glucose. On 8/19/1999, the pt was hospitalized after obtaining a 580 mg/dl laboratory test versus 125 mg/dl on his one touch ii meter. In addition to treatment of high blood sugar, it was reported that the physician is investigating alleged inflammation of the liver. The meter was calibrated on 10/15/1999, with a result of 70 within the labeled range of 73-98. Control solution was expired.